Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection as there was vegetation on the heart valve. The device was replaced. No further patient complications have been reported as a result of this event.